Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis event on (B)(6) 2025. The patient had taken assistance from health care professional and was treated with intravenous drip. No further information available.